Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. There were no reported services performed on the system and there were no treatment settings or images provided for review. Thus, it could not be determined if the system contributed or caused the event. The patient reportedly had a high myopia; which, in itself, increases the risk of a choroidal or retinal detachment during any ocular procedure. However, there is insufficient clinical information obtained for this case to determine if the patient¿s high myopia contributed or caused the event. No technical services were reportedly performed for this event. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
An ophthalmologist reported that following laser assisted cataract surgery, the patient presented with no light perception in the right eye. The patient was referred to the specialist, who then diagnosed the patient with choroidal detachment. The patient was hospitalized, was being closely observed and treated with topical steroid drops. Per the ophthalmologist, the patient had reported cloudy vision following the laser portion of the procedure. The doctor assumed the symptom was because the lens had been broken up by the laser, and proceeded to the phaco portion, in order to extract the lens. After surgery, the patient said he still could not see anything. The doctor immediately performed fundus examination, and suspected it might be retinal detachment, and thus referred him to the specialist. Per the ophthalmologist, the event was triggered by the surgical procedure, but cannot define if it was caused by the laser or the phaco portion of the procedure. In a follow up, the doctor reported that the patient was discharged from the hospital after eleven days. The patient's visual status was requested, but not provided.